Event description:
It was reported that the patient's l2 lead was exhibiting high impedances following a traumatic experienced by the patient. Surgical intervention was undertaken on (B)(6) 2023 , in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.